Event description:
A malfunction alarm with the code "malf 0" was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. It was advised that the customer continues to use the pump and contacts support if the issue reoccurs.